Manufacturer narrative:
The investigation determined the issue was caused by reagent carry over. Yearly maintenance was performed on the analyzer and an instrument check was performed. The instrument check also verifies if reagent carry over occurs. The instrument check showed the module works within specifications after yearly maintenance was performed. Reagent carry over did not occur after the maintenance.

Manufacturer narrative:
The reporter stated they received discrepant results for a second patient sample tested with li lithium on the cobas pro c 503 analyzer. This sample initially resulted with a lithium value of 2.15 mmol/l on (B)(6) 2021. The sample was repeated twice, resulting with values of 0.686 mmol/l and 0.676 mmol/l on (B)(6) 2021. No incorrect results were reported outside of the laboratory. The field service engineer performed adjustments on the analyzer.

Manufacturer narrative:
On (B)(6) 2021, a third patient sample had discrepant results for lithium. It was asked, but it is not known, if any incorrect results were reported outside of the laboratory for this sample. The sample initially resulted in a lithium value of 2.65 mmol/l. The sample was repeated twice, resulting in values of 0.381 mmol/l and 0.367 mmol/l. Preventive maintenance was performed on the analyzer. Precision and carryover studies were performed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas pro c 503 analyzer. The sample initially resulted with a lithium value of 2.02 mmol/l and this value was reported outside of the laboratory. The laboratory was contacted regarding the result, so the sample was repeated, resulting with a value of 0.68 mmol/l. This repeat value was within the patient's therapeutic limits and a corrected report was issued. The lithium reagent lot number and expiration date were requested, but not provided.